Event description:
Customer reports the following: "during downstream pressure sensor test upstream occlusion message appears almost instantly. Set up an infusion: 20 ml, speed 500ml/h upstream oclusion in the second minute. No visible occlusion. Unclamped IV set runs water well. Other pumps work well with this IV set. Upstream sensor need to be replaced. The sensor was replaced. The pump was calibrated. Following calibrations were performed:-pressure sensors- door-flow rate. No upstream occlusion alarm. During pm (downstream pressure sensor) the same alarm occurs (upstream occlusion). The cpu board may be damaged. Cpu board was replaced. Problems with monometer connection - agilia partner do not see the manometer. Disconnected serial connections, connected them back, plugged to different usb port. Now agilia partner can see the monometer. Batteries and the membrane are replaced. The software version updated to 2.2f version. Pm passed on (B)(6) 2022." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins for investigation as repairs were carried out locally. Repairs report indicates that first pressure sensor was replaced but reported issue remained. Cpu board was then replaced. Despite several requests for parts return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation. The root cause of the reported issue could be linked to a defective cpu board but based on the available information this cannot be confirmed. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.